Event description:
During a right middle finger flexor tendon reconstruction with autograft, two anthrex nano suture anchors broke, while securing a tendon. Additional suture anchors were used successfully to fixate the tendon. Implant name: suture anchor, nano corkscrew ft with 3-0 fiberwire suture with two 1/2 circle taper point needles with k-wires.